Event description:
It was reported that customer experienced insulin gauge readings that were much lower than expected. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge with support, delivered a disconnected test bolus to update insulin estimate, and afterward pump display matched expected insulin amount, while clinical support reviewed infusion set use, insulin handling, and pump care, provided occlusion support information, and advised changes to air removal steps, pump cleaning, and site management, with customer agreeing to follow these recommendation.